Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative laparoscopic ventral hernia repair, the patient experienced a refractory nausea. The patient was to be discharged at the same day of the procedure, but stayed overnight until the issue was controlled. The patient was given medications and it was reported that nausea was likely induced by the operation. The patient recovered.